Manufacturer narrative:
Plant investigation: the manufacturing plant received one actual sample of code 050-87215 without its original package. A visual inspection was performed and found damage on the cassette film. No damage was found in the hard plastic area. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported to technical support that when removing the cycler set a fluid leak was observed in the liberty select cassette housing. The nurse was advised to discontinue sue of the cycler. It was reported that treatment would be incomplete and would resume upon receipt of a replacement cycler. The patient reportedly developed abdominal pain and nausea. Patient was not cultured but did receive prophylactic antibiotics. Treatment was resumed on a replacement cycler.

Manufacturer narrative:
Plant investigation: the manufacturing plant received one actual sample of code 050-87215 without its original package. A visual inspection was performed and found damage on the cassette film. No damage was found in the hard plastic area. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."